Manufacturer narrative:
This report is being filed to correct the event date and initial reporter information. The device was received at boston scientific return product department and is currently undergoing detailed analysis.

Event description:
It was reported that a technical service consultant contacted a boston scientific sales representative to report that a review of latitude data as part of a partial interrogation and misaligned marker research study found that model#a209, (B)(4), implanted on (B)(6) 2015, was demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineers reviewed the device diagnostic data in the latitude next remote patient monitoring system database and confirmed that this device was demonstrating an accelerated depletion of the battery. Engineers estimate that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy until (B)(6) 2019. Since it was not possible to determine the root cause (i.e., component responsible) for the premature battery depletion or predict future behavior of the device based solely on review of the device diagnostic data available via latitude, boston scientific recommended that this device be explanted/replaced by (B)(6) 2019 and sent to our quality assurance laboratory for detailed analysis. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device was explanted and replaced without incident.

Manufacturer narrative:
This report is being filed to correct the event date and initial reporter information. The device was received at boston scientific return product department and is currently undergoing detailed analysis. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Device memory was reviewed and data analysis found indicators for high current drain. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that a technical service consultant contacted a boston scientific sales representative to report that a review of latitude data as part of a partial interrogation and misaligned marker research study found that model#a209, 104719, implanted on (B)(6) 2015, was demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database and confirmed that this device was demonstrating an accelerated depletion of the battery. Engineers estimate that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy until (B)(6) 2019. Since it was not possible to determine the root cause (i.e., component responsible) for the premature battery depletion or predict future behavior of the device based solely on review of the device diagnostic data available via latitude, boston scientific recommended that this device be explanted/replaced by (B)(6) 2019 and sent to our quality assurance laboratory for detailed analysis. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device was explanted and replaced without incident.

Manufacturer narrative:
The device was received at boston scientific return product department and is currently undergoing detailed analysis.

Event description:
It was reported that a technical service consultant contacted a boston scientific sales representative to report that a review of latitude data as part of a partial interrogation and misaligned marker research study found that model# a209, 104719, implanted on (B)(6) 2015, was demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database and confirmed that this device was demonstrating an accelerated depletion of the battery. Engineers estimate that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy until (B)(6) 2019. Since it was not possible to determine the root cause (i.e., component responsible) for the premature battery depletion or predict future behavior of the device based solely on review of the device diagnostic data available via latitude, boston scientific recommended that this device be explanted/ replaced by (B)(6) 2019 and sent to our quality assurance laboratory for detailed analysis. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019. The device was explanted and replaced without incident.